Manufacturer narrative:
The technician found the bed exit alarm was set on silent mode, user error. The technician turned on the bed exit alarm to resolve the issue.

Event description:
The account alleged the bed exit alarm does not function. No patient impact.